Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (5mg/ml at 1.6 mg) and bupivacaine (3%) via an implantable pump. It was reported that the date of pump implant was unknown. It was further reported that pump under-infusion occurred. The patient had came in for a pump refill and 26 ml was e xpected to be in the pump's reservoir; however, 40 ml of drug was removed so it was not infusing. There were no known factors that may have led or contributed to the issue. No actions or interventions were yet taken as a catheter dye test was to be performed. It was unknown if surgical intervention was planned. The issue was not resolved as of 2025-aug-01. The patient was without injury regarding their status as of 2025-aug-01. The pump remained implanted and still in service. The patient's medical history and age at the time of the event was unknown or would not be provided.

Event description:
Additional information received from a foreign manufacturer representative (for, rep) indicated that the patient did not experience any symptoms related to the event. The model number, serial/lot number, and implant date of the catheter was not known and would not be made available. No pump alarms were heard and the logs did not reveal any alarms. It was unknown if there was an issue with the catheter and unknown if a dye study test was since performed. The cause of the under-infusion/volume discrepancy at refill was not determined. It was unknown if any actions/interventions were taken to resolve the event and unknown if the event resolved. The device was still in service.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.